Manufacturer narrative:
All buttons functioning properly. No damage or unlocked j2/lcd keypad connector during visual inspection noted. No missing segment or partial display anomaly noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit or failed battery test alarms during testing. No unexpected number ramping or scrolling during testing. Device had broken battery cap.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump has rejected new battery put in couple times. It was reported that they pushed down button sometimes sticks and numbers kept sticking on screen until customer takes out battery and puts back in to reset. The insulin pump will not be returned for analysis.